Event description:
It was reported that using a femoral artery access approach during a procedure of an unspecified vessel the 3.0 x 12 mm trek balloon dilatation catheter (bdc) was inflated and deflated without issue and during the removal of the bdc the shaft separated at the guide wire insertion notch. There was no noted resistance during the removal. The device was removed inside the guide catheter without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.